Event description:
Cordis powerflex balloon 6 mm x 150 mm. Multiple times this balloon does not allow passage of a standard 0.035# wire. We have notified the rep who explained that when company was bought and manufacturing shifted to different place, there have been calibration issues. He mentioned that (B)(6) hospital in (B)(6) and another facility experienced same issue but he thought the issue was fixed. We have sent these balloons and wires that did not work during procedures to the company. Yesterday, it happened again during a very complicated lower extremity peripheral intervention whereby we had the across the occluded leg artery but because the balloon would not thread normally over the wire, the wire became damaged/kinked and we actually had to remove the wire and lose access to the blood vessel. This resulted in prolonging an already challenging case and potentially compromising outcome that could have resulted in limb loss. FDA safety report ID# (B)(4).